Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 03820, 0001825034 - 2018 - 03821. Product location is unknown.

Event description:
It was reported that there was a hole on the sterile package. No adverse event has been reported as result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned. Visual inspection of the sterile packages confirmed there is a hole in both the sterile packaging and the sleeve the part is contained in. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to handling during shipping. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.